Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 110 to 150 mg/dl and 140 to 1150 before bed. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as result of the meter's readings. Comparing blood glucose test results from true result meter to husband's meter. Back to back blood test produced test results of 58 mg/dl using true result meter and 76 mg/dl using husband's type meter. Verified storage of products is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date/ time not set): 1:58 mg/dl (B)(6) 2015 08:19 pm fasting: no; 2:59 mg/dl, (B)(6) 2015, 08:16 pm fasting: yes; 3:110 mg/dl, (B)(6) 2015, 08:16 pm, fasting: no; 3:110 mg/dl (B)(6) 2015, 10:36 pm, fasting: yes; 4:113 mg/dl (B)(6) 2015, 10:14 pm, fasting: no; 5:45 mg/dl (B)(6) 2015, 08:58 am, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 110 to 150 mg/dl and 140 to 150 before bed. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to husband's meter. Back to back blood test produced test results of 58 mg/dl using trueresult meter and 76 mg/dl using husband's type meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.